Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous graft within the arm. Aspiration was initiated inside the patient. However, shortly after a "tube" error message displayed and it was observed that the pump was leaking fluid. Another different angiojet device was used to complete the case. There were no patient complications and the patient was fine.